Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that her patient's insulin pump shut down and does not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 600 mg/dl at the time of incident and went to emergency room. Troubleshooting was done for pump and nurse stated that she would change the battery and monitor the pump for customer. No further information was given.